Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequences. Reportedly, the customer was not performing the air removal step. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 125 mg/dl.